Event description:
It was intended to use a resolute integrity 2.75 x 14 mm drug eluting stent to treat a severely tortuous, moderately calcified lesion in the cx vessel. The patient's anatomy also had an acute take off from left main and then another bend. The device was removed from packaging, inspected and prepped with no issues noted. The lesion was pre-dilated with a sprinter legend balloon. The physician then attempted to deliver the rsint stent but was unable to do so. Resistance had been encountered but excessive force was not used during the attempt. A non-medtronic guideliner was inserted, with a non-medtronic wire and another attempt to re-deliver the stent was made. The stent then dislodged in a tight cx bend and could not be retrieved. Ivus was performed. Additional balloon inflations were completed using another sprinter legend balloon catheter. An unknown wire was inserted and the lesion was further dilated with a non-medtronic balloon. A resolute integrity rx stent was delivered and crushed the other dislodged resolute integrity stent. Po st-dilatation was carried out using a nc sprinter rx balloon catheter. The patient is still in hospital, largely due to the volume of contrast used during the procedure. The physician commented that he feels the guideliner was a contributing factor in the stent dislodgement and that this was a very difficult case.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology). No results available since no evaluation was performed (device or procedural images were not returned for review). Related to operational context (reported to be a very difficult complex case and that the guideliner device may have contributed to dislodgement). Evaluation conclusions: inherent risk of procedure (stent dislodgement). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedural images were not returned for review). Operational context caused or contributed to the event (reported to be a very difficult complex case and that the guideliner device may have contributed to dislodgement). (B)(4).